Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Clinic visits reported of large extensive fluid within the greater trochanter, mild dependent synovitis, stiffness and limited range of motion. MRI reported of cystic pseudotumor.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, it was reported that the patient complained of his hip popping out. It was also indicated that the patient presents with impairments/limitations in joint integrity/rom, pain, balance, muscle performance, sensory integrity, posture, motor function and aerobic capacity. The patient was then revised for failed right total hip arthroplasty due to wear of articular bearing surface of joint prosthesis, adverse metal tissue reaction with pseudotumor with pain and dysfunction refractory to non-operative measures. Operative notes reported that upon opening the fascia, there was evidence of pseudotumor throughout the periarticular soft tissues as well as the capsule. Scar and debris were removed from about the stem junction.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges toxic cobalt-chromium metal ions in the body causing pain, injury to the muscle, tissues and bone. Plaintiff also suffered emotional trauma and distress. MRI reported pseudotumor due to negative reaction to metal debris. Doi: (B)(6) 2009; dor: (B)(6) 2020: right hip.